Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl defibrillator therapy cable loses connection intermittently. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator therapy cable loses connection intermittently. There was no negative patient impact.